Event description:
This pt had bilateral kissing visi-pro stents placed in 2009. Four months later, the physician brought the pt back to the lab to fix the sfa. After placing a 5fr sheath in the groin, he advanced a .018 wire thru the 9mm x 37mm visi-pro and as he did, he noticed the visi-pro was moving. In closer review, he realized the stent was indeed fractured completely. About half way into the stent, the stent was completely fractured, and now was floating in the aorta. The physician was able to place two covered stents in a kissing stent technique crushing the visi-pro between them. No injury to the pt reported.